Manufacturer narrative:
(B)(4). Final analysis found that the lead sustained rib clavicle crush damage at 22.7 cm to 23.2 cm from the connector pin. Outer coil was crushed-fractured, outer and inner insulations were damaged-separated in this region. This damage of the inner insulation most likely caused short between the coils resulted in low lead impedance reported for the field. (B)(4).

Event description:
It was reported that during a right ventricular lead exhibited low impedance. The lead was explanted and replaced. No patient symptoms were noted.